Manufacturer narrative:
Internal complaint reference case (B)(4). Zhu, z. D., xiao, c. W., tan, b., tang, x. M., wei, d., yuan, j. B., ... & feng, l. (2021). Tirobot-assisted percutaneous cannulated screw fixation in the treatment of femoral neck fractures: a minimum 2-year follow-up of 50 patients. Orthopaedic surgery, 13(1), 244-252. Doi: 10.1111/os.12915.

Event description:
On the literature article named "tirobot-assisted percutaneous cannulated screw fixation in the treatment of femoral neck fractures: a minimum 2-year follow-up of 50 patients", it was reported that, after cannulated screws screw had been implanted on 5 patients, after conventional internal fixation surgery using three 7.3 mm diameter cannulated screws to treat an unilateral femoral neck fracture, 5 patients reported nonunion of the fracture 9 months postoperatively. Further details on how was this adverse event treated are unknown.